Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had partial display. The customer stated that they tried multiple batteries but issue was not resolved. Customer stated the insulin pump was neither dropped nor bumped. Customer also stated some cracks and pieced chipped off of the top of battery cap. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.